Event description:
It was reported that bd insyte pnk 20ga x 1.88in leaked entry description of (B)(6): on (B)(6) 2025, a nurse discovered leakage at the connection point after priming a syringe. Approximately five syringes of this model were found to be defective in the box. During use of this product, loose connections caused leakage; one unit affected; sample can be returned with photos provided; requires green claims processing; requires complaint response letter; requires complaint receipt letter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of leakage at adapter tubing was not confirmed upon inspection of the sample. However, adapter/ connector defective/ damaged was confirmed. Analysis of the sample showed a minor dent on the catheter adapter inner luer. The sample was subjected to a catheter leak test and the sample passed with no abnormalities observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. The dent was suspected to be caused by the pick and place tool. It was loose and hit the luer area when picking the adapter from the pallet. Corrective action was taken to prevent the inner luer dent defect. A monthly preventative maintenance task was added to check if the picker rod end is worn off and replace as needed. The reported lot was manufactured before the action implementation.